Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and eight months post implant of this 25 mm mitral annuloplasty band, the band was explanted and replaced with a non-medtronic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the healthcare provider, that the reason for replacement was due to mitral stenosis. If information is provided in the future, a supplemental report will be issued.